Manufacturer narrative:
(B)(4). The customer reported that discontinuing multi-instance flowsheets causes all manual rows to be discontinued on that flowsheet. No patient harm was reported. Unexpected discontinuance of some patient orders could leak to inappropriate therapy if it were to recur and is a possible health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that discontinuing multi-instance flow sheets causes all manual rows to be discontinued on that flowsheet. No patient harm was reported.